Event description:
It was reported that during a CABG, while dissecting the radial artery, after 5-15 minutes the machine didn't work and showed instrument error. The nurse replaced the device. There was no patient consequence.